Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a physician from (B)(6) of sterile peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On 1(B)(6) 2009, the patient experienced sterile peritonitis manifested by abdominal pain. On (B)(6) 2009, the patient received ketocef 750 mg 3 times ip. On (B)(6) 2009, the sterile peritonitis resolved. On (B)(6) 2009, the patient received novacef 500 mg 2 x per os. Pd therapy was reported as ongoing. The reporter did not provide an opinion of causality for the event of sterile peritonitis.